Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # 869a06. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned with an opened package, unfired with the reload pan partially dislodged from the left proximal side. In addition, 4 double drivers out of position, 8 double drivers missing, and 2 single drivers missing making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 869a06, and no non-conformances were identified.

Event description:
It was reported that during the surgery, opened the package and noted the metal part of cartridge was deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.